Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the mildly tortuous and moderately calcified left femoral artery. A 4mm x 40mm x 146cm coyote¿ es balloon catheter was advanced for pre-dilatation. However, during the first inflation at 5 atmospheres for 5 seconds, leakage of contrast media was observed trough fluoroscopy and the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 4.0mm non-bsc device. No patient complications were reported and the patient's condition was stable.